Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when opening the wrapper, it was observed that the thread and needle were loose. There was no patient involvement.